Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. On the same day, the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection vancomycin (250 mg, route, frequency and duration not reported), intraperitoneal injection amikacin (250 mg, once daily in bag, duration not reported) and intraperitoneal injection cefuroxime (250mg in each bag, frequency and duration not reported) for peritonitis. The outcome of the peritonitis event was not reported. Dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.